Manufacturer narrative:
The surgeon submitted a case series of dynabunion system. The anti-drift blot has backed out as shown in the 6-week x-ray. The screw head prominent above the plate. The patient was asymptomatic and revision surgery was not scheduled at the time of the report. The surgeon reported at a later date that the anti-drift bolt was removed. The patient is fused and walking well after the removal. Lot history records (lhr's) of the plate was reviewed. Non-conformance was not identified based on the lots that would contribute to this failure mode. Potentially, force from weight-bearing with normal walking motion caused the screw to back-out. Screw back-out is a known failure mode of screws. Refer to lot number below for additional components of the construct. Only the anti-drift bolt was removed. Ref: 7100-lp18-l, ln: 501121, qty: 1, product name: dynabunion left plate 18mm. Ref: 7118-1814kt, ln: 300280, qty: 1, product name: 18x18x14mm himax clip. Ref: 15lp-3532, ln: 501164, qty: 1, product name: dynabunion antidrift bolt 32mm. Ref: 15nl-3020, ln: 400142, qty: 1, product name: 20mmx3.0mm screw. Ref: 7118-1814kt, ln: 400148, qty: 1, product name: 16mm x 3.5mm screw. Ref: 1500-3526, ln: 400049, qty: 1, product name: 26mm x 3.5mm screw.

Event description:
The surgeon submitted a case series of dynabunion system. The anti-drift blot has backed out as shown in the 6-week x-ray. The screw head prominent above the plate. The patient was asymptomatic and revision surgery was not scheduled at the time of the report. The surgeon reported at a later date that the anti-drift bolt was removed. The patient is fused and walking well after the removal.